Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012124368); product type: 0195-heart valves; implant date ; explant date product ID evfxplus-29 (j212078); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, while inserting the non-medtronic introducer sheath (gore), rupture of the iliac artery was reported. Of note, the minimum access vessel diameter was 5.4 millimeter (mm). Per the physician, the cause of the rupture was the non-medtronic sheath into the calcified arteries. Subsequently balloon tamponade and placement of covered stent in the iliac artery was performed.  Per the physician, the cause of the event was not related to the delivery catheter system (dcs). Subsequently the patient died. The cause of death was iliac rupture.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated data: b2. Outcome attributed removed b5. Second paragraph added h6. Coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, while inserting the non-medtronic introducer sheath, rupture of the iliac artery was reported. Of note, the minimum access vessel diameter was 5.4 millimeter (mm). Per the physician, the cause of the rupture was the non-medtronic sheath into the calcified arteries. Subsequently balloon tamponade and placement of covered stent in the iliac artery was performed. Per the physician, the cause of the event was not related to the delivery catheter system (dcs). Subsequently the patient died. The cause of death was iliac rupture. Additional information was received that the patient's calcified and tortuous arteries contributed to the injury. Per the physician, the valve and the dcs can be excluded as contributing factors to the death as the injury occurred due to the insertion a non-medtronic device.